Manufacturer narrative:
Patient remains on going on the device. A follow up report will be submitted upon conclusion of our investigation. No further information available.

Event description:
It was reported that the patient presented in clinic and upon lvad system interrogation, pump off alarms were observed. The patient reports that they were never off battery. An ungrounded cable was given to the patient. An abdominal x-ray was ordered and the patient was unable to have completed at (B)(6) university hospital at that time due to time constraints. No percutaneous lead or controller trauma was reported. There was no significant change in body habitus. The patient advised that they would follow up for x-ray at a local hospital. System log files were submitted for review. The only torso movement, we noted that triggered a pump off alarm was that the pt sat up quickly from a supine position on the exam table while connected to the power base unit. The pt was placed on batteries and the same movement was repeated but did not trigger a pump off alarm. The manufacturer¿s technical service representative reviewed log files dated from 31mar2018 to 19apr2018 and observed 7 pump stops and 9 low speed operations which drop below the patients low speed limit of 9000 rpm. On april 19, 2018, it was reported that the patient had x-rays performed; however, the facility that performed this imaging is unable to release them without the patient¿s consent. An attempt was made to gain consent from the patient; however, the patient did not answer the phone or return our calls or voicemails.

Manufacturer narrative:
The report of multiple pump stop events was confirmed through the evaluation of the submitted log file; however, a specific cause for this finding could not conclusively be established through this evaluation. The log file submitted by the account captured pump stop events on 14apr2018 at 11:59 and 12:05 while the system was supported by the mobile power unit (mpu), and on 19apr2018 at 11:58 and 12:53 while the system was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these pump stoppages could be indicative of an issue with the driveline. The account communicated that the patient presented to the center with ¿pump off¿ alarms on the lvad system. During a visual examination, no trauma was noted to either the system controller or the patient¿s driveline. However, while sitting up from a supine position on the exam table a pump off alarm was triggered while the system was operating on the power module. The patient was then placed on batteries and repeated the movement. The alarm was not triggered. The patient was given an ungrounded patient cable, and x-rays were ordered at an outside hospital. The center attempted to contact the patient for follow-up and chest x-ray (cxr) results, but no response was received. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all hazard and advisory alarms, as well as how to respond to each alarm condition. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi.